Event description:
It was reported that the target lesion was located in the left main with mild tortuousity and mild calcification. An unspecified stent was implanted and the 3.5 x 15 mm trek balloon was used to perform post dilatation at 12 atmospheres. The balloon was able to be inflated, however it was not possible to deflate the balloon. The inflated trek balloon was retracted, during which, high resistance was encountered. The patient experienced slight angina during the procedure, but was reported to be fine after retraction of the device. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report filing, additional information was received stating that during retraction, resistance was encountered both with the anatomy and with the guiding catheter.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deflating could not be confirmed on the returned unit due to the condition of the device. The difficulty removing could not be confirmed as it was based on operational circumstances of the balloon not deflating. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of angina is listed in the rx trek coronary dilatation catheter (cdc) instructions for use as a potential adverse effect associated with the use of the device. Although a conclusive cause for the reported patient effect of angina, and the relationship to the device, if any, cannot be determined. There is no indication of a product deficiency.